Event description:
The customer reported due to his meter was reading too high, he self-dosed with insulin according to the meter's reading. As a result, the customer became hypoglycemic and lost consciousness. The paramedics were called and treated him with dextrose intravenously. There was no report of death or permanent impairment. It should be noted that the meter was not calibrated properly, which may result in inaccurate readings.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.